Event description:
Sonapet machine set up for craniotomy. Tubing for sonapet appeared to have slow lead just past the hub where 0.9% nacl bag was spiked. User believed that there was an integrity issue with the sterile tubing and manufacturer was notified. Diagnosis: caranitomy.